Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen for sioft had frozen and the application would not boot up. A technical support specialist confirmed that the customer had rebooted the system and the application had launched successfully. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the pyxis medstation es system, experienced a frozen display a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.